Manufacturer narrative:
Evaluation results: results (other): visual inspection of the product found one haptic bent. There was evidence of surgical residue.

Event description:
The facility opened the lens container and it was noted that one haptic was rec'd bent. The lens was not used and there was no pt contact. The model and lot number for the cartridge and injector are unknown.